Manufacturer narrative:
Initial and final MDR (B)(4)-MDR 3003442380-2025-06458- device 5 of 5.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced five infusion set cannula issue events on 27-feb-2026. The blockage was at the tip of the cannula. The infusion set was in use for one day. The event occurred three or more hours after insertion.the insertion site was abdomen. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. The patient replaced infusion sets and resumed insulin successfully. No further information is available.